Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he had four infusion set that detached. Reportedly, all of them were his new sets that had come out after the recall. He stated that while sleeping, the infusion set's tubing detached at the quick release. This had happened two times earlier also. The blood glucose level was reported to be over 200 mg/dl and it was 184 mg/dl in the morning of this report. The site was left side his abdomen and the pump was on the same side. The infusion was used for about two days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.